Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported from the operating room that the bag access device clear male connector is coming off of the white barrel. A few anesthesia providers were potentially exposed to medications, including epinephrine, dopamine, and milrinone. This would be skin exposure, no mucous membrane exposure reported. The customer further stated given the nature of their use of the product, no patient exposure is expected. Delays in patient treatment possible, as provider would need to find alternative equipment for drawing up medication from the bag. Also potential provider exposure to medications when the bag contents leaks out. There was no harm to patient on this particular failure.